Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2026 and contacted emergency medical services (ems); however, ems did not arrive, and the user was not transported or treated, as glucose levels began to rise after the sensor glucose (sg) reached 66 mg/dl at 3:44 a.m., and the ambulance service was subsequently canceled. The user stated they were feeling fine at the time of the call and were not diagnosed with any condition or prescribed medication. The event was related to diabetes, and the following example set was documented: (B)(6) 2026, 3:44 a.m. Where sg was 66 mg/dl .the user did not take a bg. After dms review, it was confirmed that at 3:44 a.m. The sg was 66 mg/dl and that the user received a low glucose alert at approximately that time. The user's hcp is not aware of the event, and the user was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2026 and emergency medical services (ems) were contacted. However, the user's glucose levels began to rise after ingesting sugar water and consuming jelly beans, and the ambulance service was subsequently canceled. The user was not required to be transported to the hospital or treated by medical personnel. The user provided the example set below. (B)(6) 2026 - 3:44 a.m. - est - sg 66 mg/dl - user did not take a bg. A review of the data management system (dms) confirmed the reported event and that the user received a low glucose alert at approximately 3:44 a.m., when the sg was 66 mg/dl. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint.